Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad had a hole over the ok button, exposing the button contact. The audio bolus button cover and plug were detached from the pump. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the ok and contrast buttons were intermittently unresponsive and required multiple presses to engage; all other buttons responded appropriately. During investigation, the keypad was removed and no contamination or defect was found.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the ok keypad button was unresponsive and the keypad was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.